Manufacturer narrative:
A ge service representative performed an onsite investigation. The system batteries, charger circuit board and filament driver circuit board were replaced. The system was then found to be operating as intended.

Event description:
The field engineer reported that the system displayed a battery charger failed error message. This error message, when displayed at boot up, will prevent the system from booting up. There is no report of pt injury associated with this event.